Event description:
It was reported that during a ptca treatment procedure, the maverick otw 12/2.0 mm balloon ruptured at 8 atms. The maverick otw balloon was removed and replaced with another maverick otw 12/2.0 mm balloon to successfully complete the procedure. No patient injuries or complications were reported. Patient status is reported as 'good'.